Event description:
Removed arrow endurance extended dwell peripheral catheter from packaging, removed protective covering. Attempted to test wire in device, and the piece holding the wire in place came apart.